Event description:
It was reported by the patient that the physician said the implantable cardiac monitor was malfunctioning, not working and could not be "read." Follow-up with the physician's office revealed that the device could not be interrogated by the physician so a medical equipment company representative was called, who was able to interrogate the device. It was speculated that it may have been user error initially; no device malfunctions were noted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).